Manufacturer narrative:
05/08/2017 device evaluation: the device has been returned and evaluated by product analysis on 04/19/2017 with the following findings: the blackbox data from date of pi has been overwritten and no alarms were observed related to pi in the pump alarm history. Rewind, load cartridge and prime steps performed successfully with no alarms. Force calibration passed at 208. The pump exercised for 24 hours with no alarms or a prime issue occurring. Opened pump- no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(4).

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging an unable-to-prime issue. No additional information was provided and troubleshooting was unable to be completed. Several unsuccessful attempts to contact the patient have been made. There is no indication that the product issue caused or contributed to an adverse event. This complaint is being reported because the issue remained unresolved at the time of troubleshooting.